Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: a2, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh removal, lysis of adhesions, small bowel resection and primary closure of her abdomen on (B)(6) 2015. It was reported that the patient experienced severe pain, small bowel resection, dense adhesions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.